Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected blank screens, circle anomalies and battery out limit alarms noted during testing. Insulin pump powered up properly after battery install. No unexpected button error alarms noted. All buttons functioned properly. However, insulin pump had moisture damage noted on keypad traces. Insulin pump passed displacement test and off no power test. The operating currents were in specifications. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 248 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.